Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no: c1206, c12705). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), abdominal distension ("abdominal bloating") and device intolerance ("inability to tolerance the device"). The patient was treated with surgery (abdominal hysterotomy & bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcome of abdominal distension was unknown. Essure was removed on (B)(6) 2018. The reporter considered abdominal distension, device intolerance and pelvic pain to be related to essure administration. The reporter commented: essure confirmation test done on (B)(6) 2014. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event device intolerance , abdominal bloating added. Lot number added. Essure surgery details added. Reporter & reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. C12705). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal distension ("abdominal bloating") and device intolerance ("inability to tolerance the device"). The patient was treated with surgery (abdominal hysteroctomy & bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcome of abdominal distension was unknown. The reporter considered abdominal distension, device intolerance and pelvic pain to be related to essure administration. The reporter commented: essure confirmation test done on (B)(6) 2014. Batch no c12705 production date~2014-01-11 expiration date 2017-01-31 lot number c1206 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.